Event description:
(B)(4). I decided to get essure (B)(6) 2014, after talking with my dr and essure was recommended since it was out patient and did not have to be put under. While my dr that did the procedure was wonderful, it was very painful. The right coil seemed to go in easy but the left coil didn't take the first try and had to be placed again causing a lot of pain. After going home to recover with bad cramps that would go down my left leg, I thought it was normal. I was cleared after 3 months and went off birth control pill...since that time my periods have been very heavy with big blood clots. My stomach is bloated everyday, so I look pregnant and I have constant cramps that go across my pelvic and around to my back, with sharp pains on my left side. I also have headaches everyday that atleast once a week turn into migraines. I went back to my dr and I was put back on birth control to solve my problems. Since being put back on birth control I still have a bloated stomach, constant cramps, heavy periods, headaches, rashes, hair falling out, chest pain, brain fog, tired all the time,feet and ankles swelling and the list goes on and on. Yes I eat healthy and I exercise but nothing helps. I want my life back!